Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The cause for the failure was isolated to and extra washer under the rear-1 therapy electrode, causing connection faults between the therapy electrodes. The root cause for the extra washer was due to an assembly error on one of the therapy electrodes. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.